Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 495mg/dl and a manual injection was administered to address the bg level. A system check was performed on the current supplies and the occlusion was found to be within the cartridge. The customer changed their cartridge and resumed insulin deliveries. During a follow-up, the customer stated that no additional occlusion alarms had been received and their bg level had decreased.